Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's right atrial lead was dislodged. As a result, the patient's lead was repositioned. After the lead was repositioned, the electrical values were tested and found to be normal. No adverse consequences were reported.